Event description:
It was reported that a week after this right ventricular (rv) lead was implanted, the patient presented to the clinic with a scratching sensation on the chest. Upon lead interrogation, loss of capture was identified and an x-ray image revealed that the lead had dislodged from the original implant location. A surgical intervention to reposition the lead was scheduled for (B)(6) 2021 and during this procedure, difficulties were encountered when trying to retract the helix after 30 turns. During stylet manipulation, it was also observed that the lead had changed its position, which resulted in a cardiac perforation. Consequently, an open heart intervention was performed by a cardiac surgeon to explant the rv lead, which was cut down on the distal portion to avoid any harm since it was extracted by pulling it from the connector part of the pacemaker. The perforation point was stitched to stop the leakage and electrical measurements within normal limits were identified for the new lead, so the procedure was completed successfully. No additional adverse patient effects were reported. The explanting physician decided not to send the product for analysis.